Event description:
Tip of interstitial needle part number 083.926 broke off in pt. Clinician elected not to recover broken tip. Clinician was requested to return the needle to nucletron for evaluation.